Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was startled by an alarm on his controller this morning, but when he looked down at the screen it as blank. It was stated that the controller was exchanged.  After changing out the controller the patient began having high watt alarms.  At this point the patient called the vad office to report it and was in turn told to come into the emergency department (ed) for further evaluation. Upon assessment in the ed, the vad coordinator discovered that the high watt alarms were not true alarms.  The patient's back-up controller hadn't been programmed correctly and so he was getting false high watt alarms.  The original controller was interrogated and it was noted that he had two vad stopped alarms at 1033 and 1043 this morning.  Log files were sent which verified the two vad disconnect alarms.  The site could not recreate the blank controller screen of the original controller when they hooked it up, but they also did not feel comfortable sending the patient home with it in case there was a controller issue. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the last data point was recorded on (B)(6) 2017 at 10:29:05. The alarm files revealed that a vad disconnect alarm had occurred at 10:33:42 which indicates that the driveline was physically disconnected from the controller. The disconnection was also recorded in the event file at 10:33:43. Multiple controller power up events with no motor starts were recorded thereafter, between 10:43:35 - 14:29:12. This indicates that the event was most likely caused by a physical disconnection between the controller and driveline cable. No alarms or faults were recorded prior to the vad disconnect alarm. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer is investigating loose connectors with the supplier. This observation is not related to the reported event. The most likely root cause of the reported event can be attributed to a physical disconnection of the driveline from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.